Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an allergic reaction to the lifevest. The patient's skin was described as red and irritated on the patient's shoulder blades. The patient consulted her dermatologist who was reportedly treating the irritation. The current medical condition of the irritation is unknown as multiple follow-up attempts were unsuccessful.